Event description:
The event occurred in india during routine check. It was reported that two hl20 pumps displayed the error message ¿direct¿. No harm to any person was reported. A getinge field service technician was onsite for investigation and cleaned both pumps which solved the problem. According to the hl20 service manual the error message ¿direct¿ leads to a pump stop and indicates that the pump has turned (1/4 turn) in the wrong direction. The error message ¿direct¿ can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that two hl20 pumps displayed the error message ¿direct¿. The event occurred during a routine check. No harm to any person was reported. According to the hl20 service manual this error message leads to a pump stop and indicates that the pump has turned (1/4 turn) in the wrong direction. A getinge field service technician (fst) was sent for investigation and repair on 2024-08-04. The pumps were opened, cleaned inside and parts were reconnected which solved the failure. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar case was assessed by the getinge life cycle engineering on 2024-03-04. Because the error was resolved by refitting of all circuit board connections the most probable root cause was determined as communication disturbances due to transition resistance that can arise from surface corrosion. Due to the age of the device and this components (older than 16 years) age related aspects can be considered as well. The review of the non-conformities has been performed on 2025-08-15 for the period of 2008-12-22 to 2025-08-01. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2008-12-22. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "error message direct" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2008. All maquet cardiopulmonary class ii products manufactured until the end of 2015 do not have UDI entries. Therefore, no UDI number is available.